Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient suffered inappropriate shocks due to t-wave oversensing, not isolated to a single episode, and has recently suffered 61 inappropriate shocks straight. Reportedly, the patient was hospitalized due to fluid in her lungs and has lost a significant amount of weight. Technical services reviewed the case and believed the subcutaneous implantable cardioverter defibrillator (s-ICD) might have migrated due to the weight loss and because low shock impedance has been noticed since the patient was hospitalized. However, the low impedance could also be related to the fluid in the lungs. Several evaluations were recommended to evaluate this patient's s-ICD system condition. This s-ICD remains in service and no additional adverse patient effects were reported.